Event description:
Boston scientific received information that during a routine implant procedure, this implantable cardioverter defibrillator (ICD) was connected to the existing leads and the pocket was closed. Upon lead integrity testing the left ventricular (lv) lead revealed high pacing impedance greater than 2000 ohms and no pacing was observed. The pocket was reopened and the device was tested through a pacing system analyzer (psa) as a connection issue was suspected. All lead measurements were within normal range and pacing was observed. The pocket was closed and the procedure was completed without further complications. No adverse patient effects were reported.

Manufacturer narrative:
The lead and device remain implanted at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.